Event description:
It was reported, the patient was no longer receiving stimulation in his pain pattern due to lead migration (CT confirmed). It was also reported, the patient began receiving stimulation primarily in his stomach and right leg. Subsequently, the scs lead was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.